Event description:
It was reported that a leak occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted. Post implant the patient was started on plavix 75mg and aspirin 81mg. At the 45-day follow-up, transesophageal echocardiogram revealed a 3mm leak. Patient will continue plavix 75mg and aspirin 81mg until next follow up transesophageal echocardiogram expected to take place approximately three (3) months later.